Event description:
It was reported when using the bd holder one use there was a molding defect. The following information was provided by the initial reporter. The customer stated: "before use, the customer noticed that the product has no hole at its tip for connection."

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as meiban micro is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bdj received a sample and forwarded 3 photos provided by the customer for investigation. The photos were reviewed and the indicated failure mode for molding defect (blocked hole) with the unknown incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode molding defect (blocked hole). Bd determined that the root cause of the indicated failure mode was tooling wear and tear, which lead to hole on product blocked.

Event description:
It was reported when using the bd holder one use there was a molding defect. The following information was provided by the initial reporter. The customer stated: "before use, the customer noticed that the product has no hole at its tip for connection."